Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E2 phone: (B)(6). G2 foreign: czech republic review of the most recent repair record determined the motor speed was unstable, the hinge gasket was damaged and the needle bearing had signs of corrosion. The motor, hinge gasket, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the dermatome does not work. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. The investigation found the motor speed is unstable.